Manufacturer narrative:
H3, h6: the reported 4.5 flexible endoscopic cannulated drill bit, intended for use in treatment, has been returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill shaft has broken in two places where it transitions from the 20 ½ to 9 revolutions per inch at the lazer cut double helix. No material voids are present at the break area. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: using the drill in reverse rotation. Excessive force placed on the drill during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an acl procedure, the clancy flexible drill broke in half inside the patient. All pieces were removed from the patient with a hysteroscopy grasper. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.